Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot#: va24njk009, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a290, serial/lot #: (B)(4), ubd: 14-dec-2023, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) reporting that after the 14 days of the trial phase, the electrode broke during the permanent implant procedure when physician attempted to introduce it through the tunneling tool. There were no external contributing factors. Troubleshooting was performed. Impedances were checked after visual inspection revealed damage to the electrode, 6 out of 8 contacts exhibited impedances over 10,000 ohms. The lead was explanted and not replaced. It was noted that the lead breakage prevented any permanent implant. The issue was resolved. The patient was alive with no injury.